Event description:
Boston scientific received information that this right ventricular lead had high out of range pacing impedances. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A disk was sent for review to technical services. Technical services discussed possible indication for the out of range measurements and discussed troubleshooting. At this time the lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received information that was a sudden rise in pacing impedance measurements which were out of range. An x-ray did not show anything abnormal but an issue with this implantable cardioverter defibrillator (ICD) header as well as the setscrews was suspected initially but later noted there was no issue with the header or setscrews. During the revision the pace/sense impedance measurements appeared within range. Provocation maneuvers were not able to reproduce the out of range impedance measurements thus no change to the system was done and the patient will be monitored. The patient was not pacemaker dependent. A memory dump will be provided. No adverse patient effects were reported. A technical review of the data confirmed a sudden rise in pacing impedance measurements in (B)(6) 2015 which were out of range, and then values which continued to be out of range. Some oversensing was also noted, although it was not possible to determine what cause these signals. Boston scientific technical services (ts) discussed possible reasons for the observed clinical observations. No changes were made to the system at this time. Additional information noted that the device was replaced while the lead remains implanted. No additional adverse patient effects were reported.